Event description:
The tech at the procedure, table with physician was prepping the material. When he inserted the syringe to make sure the cypher stent was working properly, he noticed that the hub cracked. Not used in the pt.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.